Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. Customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to successfully clear the alarm but the self test did not pass. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at keypad assembly.